Manufacturer narrative:
Combination product: yes.

Event description:
This lead was capped. Patient had an av node ablation procedure on (B)(6) 2026. Post-procedure device check showed both bipolar and unipolar impedance measurements to be inconsistent and varying between 100 to >2500 ohms with no pattern. Threshold was also observed to have increased and lost capture at higher outputs. Physician claims there was no contact between the ablation catheter and the pacemaker system. Lead was observed to be in the same position.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.